Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on techniques to press the button more effectively, but as the issue persisted, it was decided to replace the pump. Reportedly, the customer continued to use the pump for insulin therapy.